Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient wanted a different focal distance. Patient was not happy and the lens was being explanted. Additional information has been received that in surgeon opinion the event was caused by -1.2 target and couldn't adjust to monovision.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).